Event description:
It was reported that the user received an ¿unable to proceed¿ alert associated with a motor stall during delivery, performed a dry run after removing supplies, and, following a restart and supply change with new cartridge, connector, and inset infusion set, successfully resumed delivery, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a device issue consistent with a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.